Event description:
It was reported that during a prostate procedure, the laser system would go into stanby mode when the coagulation pedal was depressed; coagulation was, therefore, performed by reducing the laser system power to 20 watts and the procedure was completed. Patient outcome: the patient was admitted to the hospital due to post-op bleeding and reported to be "ok".

Manufacturer narrative:
The laser system was evaluated in the field. Upon review of the system log files, no errors were noted. The footwitch mechanical and electrical connections were inspected and found to be secure. The system was repeatedly functionally tested, switching between vaporization and coagulation modes, and no functional issue could be reproduced. The system was tested and verified to specification; no functional issues were found. The footswitch was replaced as a precautionary measure.